Event description:
It was reported that an error occurred during device interrogation, and there was a black screen. The service disk was used, with no success. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device boots up to an error. It was determined that the hard drive needed replacement, after this was done, the software was updated.